Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a data transmission, a red alert was transmitted regarding high out of range pacing impedance measurements in the right ventricular (rv) lead. At this point, the rv lead remains in service. No additional adverse patient effects were reported. Additional information is being requested.